Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was exposed to moisture. Customer stated that he was shaving and accidentally bumped the insulin pump and dropped it in water. Customer reported there is fluid under the lcd display. Customer stated that there it has no cracks but there are scratches on the lcd screen. The drive support cap does not look loose. Blood glucose value is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, missing endcap sticker, cracked reservoir tube lip, minor scratched and cracked display window. No moisture damage found inside the insulin pump.